Manufacturer narrative:
This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) deployed being fully shuttled down. There was resistance when shuttling down the device and when they checked, before it was fully shuttled, the mynx was prematurely coming out of the housing. There was no reported patient injury. It is suspected the mynx got too hot in the shipping process. The device and the remainder of the box will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) deployed being fully shuttled down. There was resistance when shuttling down the device and when they checked, before it was fully shuttled, the mynx was prematurely coming out of the housing. There was no reported patient injury. It is suspected the mynx got too hot in the shipping process. A non-sterile ¿mynxgrip tm vascular closure 5f¿ device was returned for investigation, as well as eight (8) sterile unused ¿mynxgrip tm vascular closure 5f¿ devices from the same lot were received inside of their original box and sealed packages. The sterile devices were unpacked to proceed with the product evaluation. Per procedure, a sample of the sterile units is required for investigation, and the sample size was determined as 3 units. During the visual inspection of the sterile units, all the units reviewed were found with no anomalies. In addition, visual inspection of the non-sterile device showed that the shuttle was engaged to the black handle. The syringe was received separated from the device, and an unknown procedural sheath was on the device exposed to blood. The sealant was found exposed from the sealant sleeve protection and swelled from exposure to blood, and the advancer tube was not returned for evaluation. The stopcock was found opened, and the balloon was received fully deflated. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure, and no defects/anomalies were observed. Per functional analysis, a simulated deployment test was performed on the non-sterile and sterile returned devices. The shuttle cartridges were able to be advanced and retracted to the black handles without issue per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed the slit presence in the outer cartridge for all units received. In addition, the sealant for the non-sterile unit was found exposed from the sealant sleeve protection and swelled from exposure to blood for the non-sterile unit, and the sealants for the sterile units were found in their manufactured positions not exposed to blood. The reported event of ¿shuttle-shuttle advancement issue-sealant¿ was not confirmed through analysis of the returned device and sterile units since they passed functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to resistance experienced and the premature exposure of the sealant during the shuttle advancement step, especially since there were no issues noted with the sterile devices received from the same box. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (sealant was still in the shuttle without the advancer tube), which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses of the complaint device and sterile products, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h10. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.